Event description:
The elderly patient in outpatient oncology center was to receive IV taxol. Nurse assembled IV solution and the special vented IV administration set. Nurse started the infusion. It was quickly noticed that there was a leak in the distal end of the tubing. The patient's shirt sleeve was quickly saturated with drug. The IV was immediately stopped and the clothing removed. The patient's arm was washed with soap and water. Several hours later there was no evidence of skin damage. The tubing was found to have a longitudinal crack in the distal luer lock fitting where the 1/2 inch plastic collar affixes the lock to the tubing.